Event description:
Customer reported that the insulin pump alarmed motor error multiple times and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump passed idle current test, run current test, displacement test and rewind. No blank display noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.